Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid regurgitation during the implant attempt. The right ventricular (rv) lead exhibited placement difficulty with multiple helix deployments and dislodgements. The lead was removed and inspected; it was suspect there was tissue trapped in the helix mechanism. Difficulty was also attributed to patient anatomy. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. Helix could be extended, and tissue was visible when helix's in extending position. Helix could be retracted. Tissue on helix found that related to the complaint, but not the lead performed failure. If information is provided in the future, a supplemental report will be issued.